Manufacturer narrative:
Device not returned to MFR for eval. Suspected problem identified in results and conclusions.

Event description:
Device kinked, preventing suction during pt treatment. Due to lack of suction, debris was embolized distally. The pt had to have the debris removed through a surgical approach.